Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/number: (B)(4), use by date: (B)(6) 2019, UDI number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, during a recapture attempt of the leadless implantable pulse generator (ipg), the delivery system and ipg were not aligned and therefore resistance was noted. After realigning, retraction was attempted a second time, but was met with resistance again. The system was removed from the patient¿s body, and retraction was attempted with the same results. The ipg was not able to be recaptured by the delivery system, thus the ipg system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned, analyzed, and the sheath of the delivery system was damaged. The delivery system shaft was mechanically kinked/buckled. The delivery system inner tubing was kinked/buckled. The articulation of the delivery system was out of plane. Blood was observed on the sheath. Blood was observed in the lumen of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the edge of the sheath is bent. There is a kink/buckle on the shaft at 6 cm from the distal end of the delivery system. There is blood on the inner tubing. There is blood on the shaft located at the distal end of the stability member. If information is provided in the future, a supplemental report will be issued.